Event description:
It was reported during generator change out, when lead was plugged into the ICD, high out of range pacing lead impedance was observed. Lead was removed and impedance measured with analyzer was in normal range. Lead was reinserted in the ICD and again impedance was showing out of range. The device was replaced with no further complications. Patient was well after event.

Manufacturer narrative:
The reported high lead impedance was confirmed in the laboratory and was caused by parylene material that coated the ring contact helix of the atrium is-1 lead bore.